Event description:
The user facility reported that the coating of the advantage wire was stripped off in one area. They did use wire on the patient and then it was noticed. There was no known harm to the patient; however, it was unknown what happened to that portion of wire coating. No blood loss was reported. There was no patient injury/medial or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 06 feb 2024: the procedure was an exchange of a nephrostomy tube to a nephroureteral placement. The size was three different spots. The first was a very short segment less than a millimeter (mm). The second was approximately 6mm and the third was 3-4mm. There was some difficulty when exchanging one catheter to the next, where it was not a smooth transition over the wire. No testing was done, and pieces were not found. No intervention was needed. The patient had no complications, patient was good.